Manufacturer narrative:
The reported issue with the pca syringe size, priming the tubing and an unspecified discrepancy amount with pca syringe modules could not be confirmed; no product or device logs were returned for investigation. The customer was sent tip sheets in regards to compatible syringes and flow rate changes, syringe loading and the alaris syringe module faqs in november of 2018 and to date has not responded to follow up email requests with any further information after receiving the tip sheets. The file was opened to document the issue that was reported; no further investigation of this event is possible at this time. No device history or qn search was performed since no source serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The file may be closed based on the above facts.

Event description:
The customer reported an issue with the pca syringe size, priming the tubing and a unspecified discrepancy amount with the pca syringe modules. There was no report of patient involvement. The customer requesting "instructions for the module infusion pca syringe initiation practices."